Event description:
Per the clinic, the patient sustained a blow to the head, resulting in an extrusion of the electrode array. The device was explanted on (B)(6), 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)